Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011 (strips) and on (B)(6) 2011 (meter) with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high as compared to her feelings/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on either (B)(6) 2011 at around 4:00pm, she obtained the alleged high reading of "321mg/dl". The patient stated that she manages her diabetes with an insulin pump and that she simultaneously increased her humalog intake by an unknown dosage in response to the alleged issue. About forty-five minutes after the reported issue occurred, the patient claimed to have developed symptoms of "blurry vision and confusion" and fifteen minutes later, self treated with food/drink in response to these symptoms. During the troubleshooting, the cca determined that the meter was set to the correct unit of measurement at the time of the test. The cca noted that the patient no longer has the vial of test strips that was used at the time of the alleged issue. Replacement products were sent to the patient. Although product analysis (pa) test results came back with the subject meter passing with no faults found and the test strips with the primary complaint not confirmed, this complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical treatment after the reported issue began.